Event description:
Updated event description: the aforementioned fragment of the screw that had been left refers to the part of an implant. This is an initial procedure. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the 1.1mm drill bit/mini qc with 12mm stop/44.5mm (product code: 317.320 & lot no: f-25028) was received at us cq. Upon visual inspection, it was observed that the device's cutting feature was broken off at the proximal end of cutting feature. The broken piece was received at us cq. Thus, the complaint condition was confirmed. The overall complaint was confirmed for the received device as the device's cutting feature at the distal end was broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 317.320, synthes lot number: f-25028, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01.july 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: erl, hbe. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a fibula fixation procedure, the mesh cutting scissors and 1.1mm drill bit broke. The drill bit broke when the surgeon attempted to clean it. There was no patient impact. The procedure was successfully completed with other instruments that came in the system. This report is for one (1) 1.1mm drill bit/mini qc with 12mm stop/44.5mm. This is report 2 of 2 for (B)(4).